Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dis non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended; device remains implanted. No further information available.

Event description:
New information received indicated that programming changes were made and no further t-wave oversensing episodes were seen.